Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Using the fms vue pump and the inflow failed to maintain the bleeding in the joint. Visibility was extremely poor. We tried various options of increasing pressures and decreasing outflow to no avail. The shoulder swelled dramatically due to the high pressures to maintain visibility. The surgeon had to make an additional small incision to complete the surgery. The unit was serviced earlier in the year. It needs to go back for a check up. Patient consequence? Yes. Patient consequence description: extravasation of the shoulder. Surgery changed from arthroscopic to mini open due to swelling. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Concomitant devices: ads plif finish reamer 15 (part 20284508); reuse patient set fms 24pk (part 284649).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was not received at the service center, therefore the complaint could not be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional event information received on 2/13/2018. It was reported that email sent requesting device status (pump) .